Event description:
It was reported that the patient presented in clinic for a follow up due to falling off a latter. Device interrogation revealed loss of capture due to dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.